Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information. However, the attempts have been unsuccessful. Supplemental reports will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of microcatheter was puncture with a microwire. The puncture was reported to have been located in the distal section of the catheter. The patient was being treated for a ruptured brain arteriovenous malformation (avm). There was no patient injury as a result of this event.

Manufacturer narrative:
The device was returned and received on 09aug2016. The catheter was returned for analysis without the guidewire. Analysis of the catheter revealed no puncture but an occlusion. An in-house guidewire was navigated into the catheter but encountered resistance at 10cm from the distal tip. The guidewire was then re-inserted into the distal tip and encountered the same issue about 10cm into the lumen (same location of occlusion). During additional flushing, the catheter ruptured near the distal occlusion. An unknown material was removed from within the catheter. The unknown material was sent to s<(>&<)>n labs for fourier-transform infrared spectroscopy (ft-ir) analysis. No other anomalies were observed. The ft-ir report stated the material was found to be cellulosic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.